Event description:
It was reported, the rigid video scope had a leak at the universal cord found during reprocessing. No patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, minor scratches on the distal edge, minor scrapping on the light guide cable and minor cracks on the side of the video connector. Based on the results of the investigation, a definitive root cause could not be identified for the leak on universal cord event. Additionally, a degradation problem identified in the subject device could lead to a distal fiber breakage, minor scratches on the distal edge, minor scrapping on the light guide cable and minor cracks on the side of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had a leak at the universal cord found during reprocessing. No patient involvement.